Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: item # unk, unknown taper stem, lot # unk; item # unk, unknown ringloc cup, lot # unk, should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It is reported that a patient was revised due to dislocation. No further information is available at this time.